Event description:
The pt reportedly felt pain behind the implanted ear in 2002. Three days later, the pt developed fever and was admitted to a hospital. Lumbar puncture showed pneumococci. Pt was treated with penicillin. Eight days later, the fever was still persistent and a CT scan showed an infection in the mastoid area. A decision was made to explant the device; however, upon further examination by another surgeon more familiar with meningitis and cochlear implants, a recommendation was made to leave the device implanted in the pt. This surgeon recommended that this pt be treated with antibiotics (in addition to penicillin which had already been prescribed by the other physician) and cortisone and that a specialist in infectious diseases be contacted to care for this patient.